Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced increased spasticity since a catheter fracture. The catheter issue was identified with an x-ray that was performed (B)(6) 2014. The patient had an escalating dose without spasticity control. The patient was uncertain if they will have the catheter fixed. The pump was turned to the off state on (B)(6) 2014. The patient has a complicated medical state due to cancer and has not decided if he will have itb therapy restored. The patient has not recovered, symptoms/issue were ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that it was discovered when a pump ¿workup¿ was done in (B)(6) 2014 that the catheter was out of the patient¿s spine due to an unknown cause. It was noted it was a t10 low placement. The pump was currently at minimum rate and the pump off authorization form was requested and completed. It was reported the battery life was 5 months and the patient didn¿t know if he wanted it replaced. The patient was to be in on (B)(6) 2014 to program the pump off. The device system was used to deliver gablofen. No further information was provided. Additional information has been requested including if the patient was experiencing any symptoms, how and when the catheter issue was identified, if any additional actions or interventions occurred, if the pump was indeed turned to pump off state and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.